Event description:
It was reported that the bd syringe luer-lok¿ tip cracked while injecting "bleomycin" into an infusion bag and leaked onto the worker and workbench. The following information was provided by the initial reporter, translated from german to english: "while injecting bleomycin into an infusion bag, the syringe cracked and contaminated the workbench as well as the person making and delivering the syringe. Two similar incidents with syringes of the same type (filled with vinblastine and decitabine) and presumably the same batch occurred a week earlier. The syringes always ruptured longitudinally when injected into the infusion bag, causing the cytostatic drug to leak from the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: one photo and one loose 10ml syringe in a biohazard bag (p/n 300912) were received. Due to potential risk involved with direct sample handling, the sample was evaluated through the bag only. A crack approximately 1 inch in length was observed extending vertically along the barrel wall starting just above the roof. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd syringe luer-lok¿ tip cracked while injecting "bleomycin" into an infusion bag and leaked onto the worker and workbench. The following information was provided by the initial reporter, translated from german to english: "while injecting bleomycin into an infusion bag, the syringe cracked and contaminated the workbench as well as the person making and delivering the syringe. Two similar incidents with syringes of the same type (filled with vinblastine and decitabine) and presumably the same batch occurred a week earlier. The syringes always ruptured longitudinally when injected into the infusion bag, causing the cytostatic drug to leak from the syringe."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip cracked while injecting "bleomycin" into an infusion bag and leaked onto the worker and workbench. The following information was provided by the initial reporter, translated from german to english: "while injecting bleomycin into an infusion bag, the syringe cracked and contaminated the workbench as well as the person making and delivering the syringe. Two similar incidents with syringes of the same type (filled with vinblastine and decitabine) and presumably the same batch occurred a week earlier. The syringes always ruptured longitudinally when injected into the infusion bag, causing the cytostatic drug to leak from the syringe."